Event description:
No additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome by zimmer biomet taiwan on (B)(6) 2019 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications but on the low end of the spec. The control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was out of calibration at all settings, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the unit was recalibrated and the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a final/follow-up report will be submitted.

Event description:
It was reported that the dermatome was taking "too thick skin". No adverse events were reported as a result of this malfunction.